Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as the self test of the ventilator device failed during startup. The device stopped at boot log screen (self test) at start-up. - when exactly this was noticed is not reported. The ventilator was not in use to ventilate a patient. - the alarm was observable both visually and through hearing. The error message "technical state failed" means there is a problem with the hardware configuration. Ventilation is not possible, and the ventilator needs to be serviced. - the device log files were provided to hamilton. The device logs do not cover the events of the time of incident. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(6). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as the self test of the ventilator device failed during startup. The device stopped at boot log screen (self test) at start-up. - when exactly this was noticed is not reported. The ventilator was not in use to ventilate a patient. - the alarm was observable both visually and through hearing. The error message "technical state failed" means there is a problem with the hardware configuration. Ventilation is not possible, and the ventilator needs to be serviced. - the device log files were provided to hamilton. The device logs do not cover the events of the time of incident. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.